Manufacturer narrative:
It was reported that while the ventilator was connected to a patient, it was triggering 2 breaths with every breath of patient spontaneous breaths. There was no patient harm. Any repair was to be done in-house why no service order was received. The customer provided the device logs. An exact event date and time has been requested but not been obtained. No further issues have been reported. The evaluation of the received device logs shows several clinical alarms spread out during a number of ventilation periods before the aware date. The event log starts on (B)(6)2019 and ends on (B)(6)2019 . During these ventilation periods there are several alarms for e.g. Respiratory rate high, low positive end-expiratory pressure, inspiratory flow overrange and low expiratory volume. These alarms indicate a possible leakage. Several pre-use checks passed during the aforementioned period and no technical error had occurred the last 6 months. The device logs do not indicate any technical failure in the ventilator. A change in trigger settings may have avoided the reported auto-cycling. The conclusion in this matter is that several clinical alarms indicating leakage occurred during the period covered by the received event log. All pre-use checks passed during this period and no technical error was found in the logs. There was no indication of a technical ventilator failure h3 other text : 4119

Event description:
Manufacturer reference #: 235593.

Event description:
It was reported that while the ventilator was connected to a patient, it was triggering 2 breaths with every breath of patients spontaneous breaths. There was no patient harm. Manufacturer reference #: (B)(4).